Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: three events were reported for this quarter. Product return status: three devices were received for evaluation. Evaluation status: two events were confirmed during testing. Two devices were found to be affected by a mechanical problem. One device evaluation is in progress. Product disposition: two devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. Two events had no patient involvement; no patient impact. One reported event had no known patient involvement or patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact. 1 reported event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a missing spring.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.